Event description:
Boston scientific received information that at the post-operation check following an upgrade procedure, the shock impedance measurement was greater than 125 ohms. A revision procedure was performed where it was noted that the proximal pin on the right ventricular (rv) lead was not adequately secured into the header of the device. The physician secured the pin properly, placed the device back into the pocket and repeated all tests. All measurements were satisfactory and the device and rv lead remain implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.